Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter fax number: (B)(6). (B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Twenty retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that tube pst ii plh 13x75 3.0 plbl l/gn was underfilled. The following information was provided by the initial reporter: "I have just received a complaint from our station. There are always several tubes in the packages without sufficient vacuum. This results in a deficient filling with material, incorrect analysis and waste of material. Patients had to be punctured over and over again because no material could be obtained from these tubes. I would like to thank you for your review and statement. Additional information: purchase department informed me via email; she got a notice from one of the clinical wards, that they have an issue with vacutainer art. Nr. 367374, lot nr. 0065376. In the package there are always some tubes without the specified amount of vacuum. I have tried to make a phone call, but they still are not in the office.